Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h11: investigation results the returned rx needle knife xl was analyzed; a visual and microscopic examination found that the working length was kinked. The device was disassembled and found that the needle was blackened and broken that causes the needle unable to extend as noted during functional inspection. No other problems with the device were noted. With all the available information, the product analysis of the returned device revealed that the needle was blackened and broken that causes the needle unable to extend. These conditions could have been generated when current was applied to the device, it is likely that the technique used, the patient anatomy, interaction with the scope or additional devices, also if it was exceeded the maximum of voltage or if the cutting wire was not in constant motion. These procedural factors could have contributed to the broken wire leading to an extension problem due to the missing broken section. Additionally, the working length kinked could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of wire break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2026. During the procedure, it was reported that the device was faulty. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event. Note: this event has been deemed a reportable event based on the investigation results: the cutting wire broke. Please refer to block h11 for full investigation details.